Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a health care provider regarding an unknown patient who was receiving baclofen via a pump implanted for an unknown indication for use. The patient was around (B)(6) and was being cared for by his pediatrician. It was noted that the patient had a lot of health issues. It was reported that over 13 years ago, a patient with a baclofen pump was admitted to the intensive care unit for respiratory depression due to the pump being programmed with the wrong dose. The specific details and dates were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.